Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Angioedema and anaphylactic reaction are unknown potential adverse events not addressed in the product labeling. Further information regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Health professional reported injecting a patient in the nasolabial folds and marionette lines with 1 ml of juvéderm® ultra plus xc. The patient left the treatment room ¿with minimal redness and swelling, no bruising.¿ within the first few days, the patient reported ¿swelling.¿ the physician recommended 2 benadryl every 4 hours for 24-48 hours and ice. Three months later, the patient was injected in the lips with .55 ml of juvéderm volbella® xc. Again, the patient left the treatment room ¿with minimal redness and swelling, no bruising.¿ after a few days post-treatment, the patient reported ¿swelling.¿ the physician again recommended 2 benadryl every 4 hours for 24-48 hours and ice. Two months later, the patient was injection in the lips with .55 ml of juvéderm volbella® xc. Once again, the patient left the treatment room ¿with minimal redness and swelling, no bruising.¿ five months later, the patient reported ¿swelling to upper lip.¿ the patient also experienced ¿anaphylaxis¿ which required an epipen in the ER. Per the patient, the ER doctor could not indicate the causality. Prior to the anaphylactic reaction, the patient reported ¿complaints of a scratchy throat, pain, and cough.¿ the symptoms resolved 5 months later. The injector noted that the patient was diagnosed with delayed angioedema to lisinopril and the event had nothing to do with the fillers. This is the same event and the same patient reported under MDR ID# 3005113652-2020-00030 (allergan complaint #(B)(4)) and MDR ID# 3005113652-2019-00776 (allergan complaint #(B)(4)). This MDR is being submitted for the first injection of suspect product juvéderm volbella® xc.